Event description:
(B)(4), 3rd party clinical engineer provider to hospital states that the bottom access cover to boom spring arm (anesthesia boom holding ub) fell off hitting doctor on head. No patient involvement. No reported injuries. Replacement covers were sent out on skytron customer order number (B)(4). Skytron received the damaged covers in question on RMA number (B)(4). During the evaluation it was observed that the covers both showed signs of physical abuse. We believe that the cause of the cover falling is directly related to the covers being ran into other equipment in the operating room. The manufacturer of the covers has been informed of the issue and an improvement has been put into place. Now the covers require that two set screws be installed to further help the covers stay in place.